Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer stated that she woke up with a blank screen and changed the battery 6 times, but kept receiving a battery out limit alarm. Customer's blood glucose level was 331 mg/dl. Customer treated with the pump. Customer stated that the pump alarmed after the battery change. It was explained that this is normal pump behavior. Customer was advised to monitor the pump. Customer declined troubleshooting for high blood glucose levels. Customer put a new battery cap on the pump. Customer declined troubleshooting for the lost sensor. Customer was advised that it was off-label use for them to be using the enlite sensor with the pump. Customer still has active insulin. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.